Event description:
It was reported that following deployment of the stent, deflation of the balloon took longer than expected. The sds was withdrawn from the stent, but it could not be removed through the sheath. The entire system was removed as an unit. Upon inspection of the catheter after removal from the patient, the balloon was partially inflated. There was no patient injury reported.